Manufacturer narrative:
The system was used for treatment. The instrument's serial number was not provided in the article; therefore, the device history review could not be conducted. Trends were reviewed for complaint category, death. No trends were detected for this complaint category. From a device perspective: since the device could not be ruled out as a possible contributing factor to this event, this case will be reported as a MDR out of an abundance of caution. Since this event is associated with the treatment, this MDR will be against the instrument. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: death. (B)(4).

Event description:
During a literature review of an article written by kapadi et al., pediatr blood cancer 2015;62:1485-1488, it was noted that a patient death was reported. The article stated that an institutional review board study was performed. This study took place from september 2010 to may 2014. The article mentioned that patient #1 (referenced as such in the article), passed away from multi-organ failure. No specific date of death was provided for this patient in the article. The patient was being treated for acute graft versus host disease (gvhd). This patient had a site/stage overall gvhd grade of iii (gut-4 skin-3). This patient was treated for 6.5 months and was considered stable with an active response to the extracorporeal photopheresis (ecp) treatments. Prior to ecp, the patient was treated with prednisone (prd). During the ecp treatments, this patient was treated with prd, mycophenolate mofetil, rituximab, and mesenchymal stem cells. No other information regarding this patient was provided in the article. The instrument was not returned for investigation.